Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) helium indicator was not reading accurately during an in-service. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.